Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants" "capsular contracture baker grade IV".

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade IV. Device remains implanted.

Event description:
Device has been explanted, at which time, creases in the device were observed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the specification, deformation, crease fold, wear abrasion. Cloudiness and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.